Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist that states the patient was in the office for a routine cleaning and exam. They revealed that they have been having pain and discomfort in their tmj. This has been since starting the aligner treatment. The patient had surgery (B)(6) 2021 for both tmj. The aligners exacerbate the patient's tmj issue and it is recommended that they cease treatment immediately to prevent further deterioration of the joints.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.